Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported air bubbles were observed within the cartridge tubing and the infusion set tubing. Tandem technical support guided the customer through successfully removing the air bubbles. Blood glucose level was 251 mg/dl.